Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h6; h10. Visual examination of the returned products identified the liner shows gouges, indentations, and deformation damage to both inner and outer spherical surfaces, rim, anti rotation scallops, and polar boss. A crack from the rim down into the spherical surface is present. Shell was returned without the lock ring installed in the lock ring groove and was not returned for evaluation. Outer spherical surface shows debris in tm. Inner spherical surface, rim face, and lock ring groove show damage from attempted use. Damage includes gouges, indentations, and scratches to all listed areas. The liner overall diameter, and rim thickness were measured and found to be conforming. Overall diameter for the shell was measured and found to be conforming. The ring was not returned with the devices, therefore further visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that the liner failed to lock into place in the cup. When the implant was opened, the locking ring was detached from the cup and then repositioned into the cup after confirming it was not damaged. The proper position of the ring was confirmed and then the liner was tapped but failed to lock into place. The liner was removed and upon retrying, the ring still failed to lock the liner and the ring subsequently fractured. A new cup and liner were used to complete the procedure. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). E1: phone number: (B)(6). G2: foreign ¿ china the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.